Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 46 mg/dl and juice/protein was consumed to address the bg level. The customer thought the low bg was related to the pump settings and had discussed the settings with a healthcare provider.